Event description:
This is a study case report posted online by a consumer in united states and received by bayer on 15-jan-2015 which refers to a female consumer of unspecified age who was involved in a active online listening, study number: (B)(6). Study description: essure® generic active online listening. The consumer stated that essure caused her pain and problems (unspecified). The product technical complaint investigation and final assessment were received on 01-feb-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. In this particular case, pain and not further specified problems were reported. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received from consumer on 29 and on 30-jan-2015. The case was upgraded to serious and to incident. The consumer stated that essure made her mad, cry, bloated, itchy, red and hot. She even got pregnant again (essure failure). She also reported a coil migration, mood swings, priceless, hysterectomy and tubal ligation. Product technical complaint investigation was updated on 18-feb-2015: the final assessment was: this case upgraded to incident due to hysterectomy for this social media case which is not confirmed. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this solicited case report refers to a female consumer of unspecified age who was involved in an active online listening, had essure (fallopian tube occlusion insert) inserted and coil migration and pregnancy have occurred. The first event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. Pregnancy is non-serious and also listed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion or a dislocation (distal fallopian tube or peritoneal cavity). Thus, given its nature, the dislocation is assessed as related to essure use. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, limited information was provided and it is not possible to know when this dislocation really occurred, if it was before or after the conception, therefore, a device inefficacy cannot be totally excluded. Initially only non-serious events without interventions were mentioned, the case was then regarded as non-serious and non-incident. After receipt of follow up information, serious event and tubal ligation and hysterectomy were reported, hence this case was upgraded to serious and incident. Other non-serious events were informed. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.